Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported an alarm and insulin squirting during the manual prime. The customer stated that she was calling from the hospital as she was there for a hernia surgery. During the call, the customer's blood glucose was 335 mg/dl, and a nurse was treating her with 5 units of insulin. Troubleshooting was performed, and no damage to the drive support cap was noted. Advised the customer that the insulin pump would be replaced due to the priming issue. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to faulty force sensor.